Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 19mm trifecta gt was implanted. On an unknown date in (B)(6) 2022, the patient reported that they had shortness of breath. On an unknown date of (B)(6) 2022, a transesophageal echocardiogram (tee) and transthoracic echocardiogram (tte) were done and severe aortic regurgitation was discovered. On (B)(6) 2022, the device was then explanted and replaced with a 17mm non-abbott device. Upon explanation, it was noted that there was pannus, incomplete coaptation, inflexible leaflets, and the left coronary cusp leaflet was stretched. The patient is reported to be stable.

Manufacturer narrative:
An event of shortness of breath and explant due to severe aortic regurgitation was reported. It was also reported that there was pannus, incomplete coaptation, inflexible leaflets, and the left coronary cusp leaflet being stretched was noted. The investigation found fibrous pannus ingrowth on the inflow surface of leaflets 1 and 2. There was calcification present on leaflet 3 and the leaflet was torn. There was no inflammation present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the calcification could have contributed to the tear formation. Also the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.na.

Manufacturer narrative:
An event of shortness of breath and explant due to severe aortic regurgitation was reported. It was also reported that there was pannus, incomplete coaptation, inflexible leaflets, and the left coronary cusp leaflet being stretched was noted. The investigation found fibrous pannus ingrowth on the inflow surface of leaflets 1 and 2. There was calcification present on leaflet 3 and the leaflet was torn. There was no inflammation present. The cause of the tear could not be conclusively determined; however, the calcification could have contributed to the tear formation. Also the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. H6 type of investigation: code 3331 removed.

Manufacturer narrative:
An event of shortness of breath and explant due to severe aortic regurgitation was reported. It was also reported that there was pannus, incomplete coaptation, inflexible leaflets, and the left coronary cusp leaflet being stretched was noted. The investigation found fibrous pannus ingrowth on the inflow surface of leaflets 1 and 2. There was calcification present on leaflet 3 and the leaflet was torn. There was no inflammation present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of the tear could not be conclusively determined; however, the calcification could have contributed to the tear formation. Additionally the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.